Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the "fiber tip wore away and it was firing straight - not at 70 degrees." "At approx. 58,000 joules, the physician was vaporizing at 180 watts. He felt that it was not achieving the ablation effect he desired and requested a new fiber." A 58,404 joules of use and 9 minutes. The fiber tip (cap) was not cleaned during the procedure. Patient outcome: "ok" reported.